Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief from the indirect decompression (ID) spacer. The patient underwent an elective procedure where the spacer was removed from their lumbar four-five vertebrae and had a spinal fusion performed. Physical analysis of the ID spacer was not performed as it was disposed by the facility. The patient did well post-operatively.